Event description:
The customer is in the emergency room. The doctor indicated that he does not know the reason for the hypoglycemia. The contact wanted to know if they should disconnect the site or not. Advised the doctor to disconnect the site, and the doctor was assisted with setting the basal rates.